Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm noted. Pump received with scratched lcd window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was assisted with clearing the alarm. Customer stated that the buttons are not responding. Customer did not press the button down for greater than 3 minutes. Insulin pump will need to be replaced. Customer was asked to return the pump. No further assistance needed.